Event description:
It was reported that the customer was hospitalized for dka. The contact stated that the customer was also vomiting. The programming and histories were accurate. The pump passed the prime test, but didn't have a clamp to run the high pressure test. It was indicated that there was an alarm that occurred in the alarm history. The contact stated that the customer replaced it with a new battery. Then, in less than 24 hours, the pump alarmed again. At that time, the customer was advised that a replacement will be sent.